Manufacturer narrative:
The reservoir tube lip completely broken off and test reservoir will not lock or click in place. Pump also had cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the display screen and reservoir compartment was cracked and the reservoir locks very loosely in the insulin pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.